Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was provided for evaluation. On the basis of the images received, a stent fracture could not be confirmed. The images document the pre- and post-dilation of the lesion and that the stent was not fully open after deployment with reduced diameter in a heavily calcified section of the vessel. The stent strut structure was not notably irregular. The treatment with additional pta and stenting on the next day was also documented. No indication for a stent strut fracture was found. Potential factors that could have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the lesion was calcified. Based on the information available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Furthermore, the IFU states: "gain femoral access at the appropriate site using a 6 f or larger introducer sheath." As a contraindication, the IFU indicates the following: "patients who are judged to have a lesion that prevents complete inflation of an angioplasty balloon or proper placement of the stent or stent delivery system." The potential risk of a stent fracture is addressed in the IFU, as the IFU states that stent fracture is a potential adverse event that may occur. Not returned.

Event description:
It was reported that after stent placement in the left sfa with access through the left popliteal artery, the post angiogram showed a stent fracture. An additional stent was implanted on the next day for treatment and successful procedure completion. There was no reported patient injury.